Event description:
I've been using poligrip for quite a few years. During the use I began having tingling, burning in the feet. In 2005, I was diagnosed with neuropathy. The neuropathy is permanent and requires continued medical treatment. Dose: poligrip. Superpoligrip. Frequency: when going out. Route: oral. Dates of use: apx, 2004 - 2009. Diagnosis: 1. Dentures hold. Event abated after use stopped: no.